Event description:
Reporter indicated that a vns patient "could not feel her device working". It was reported that the patient had previously experienced voice alteration with stimulation, but that this event was no longer occurring. Normal mode and system diagnostic tests were then performed, and these tests indicated high lead impedance. The physician reported that previous diagnostic tests had been within normal limits. X-rays were reviewed by the MFR and it was identified that a large section of the lead was tightly coiled and twisted. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, and a section of the lead appeared to be tightly coiled and twisted. Device failure is suspected, but did not cause or contribute to a death or serious injury.